Manufacturer narrative:
The referenced previous treatments for driveline infections have been reported on medwatch MFR report #2916596-2018-03609, medwatch MFR report #2916596-2018-04391 and medwatch MFR report # 2916596-2018-04713. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months . Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented on (B)(6) 2018 with worsening drainage from the driveline exit site. The patient has previously been treated several times for a driveline infection and is currently on daptomycin. No additional information was provided.